Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened, and procedure was completed after recycling the system power and by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system geometry movements were not available. After reviewing the log file, rse found system unable to communicate with geo ipc. On onsite service, upon troubleshooting, the philips field service engineer (fse) found that the issue with geo pc and network switch. The cause was internal defect in the geo pc. To resolve the issue, fse replaced geo pc and network switch and return the part for further analysis, and for geo pc the failure is confirmed, and the failed component was hdd and cmos. After replacement of geo pc and network switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.